Manufacturer narrative:
The device was sold by alber gmbh and the event occurred in (B)(6). Invacare is filing this report because the device is also marketed and sold in the u.s. Alber gbmh is conducting the investigation. The alber e-fix system is an electronic power add-on device, which converts manual wheelchairs into power wheelchairs. While test driving the unit, there was no evidence of a malfunction or failure of the system. The control unit error memory showed a valid driving signal from the joystick at the time of the accident, meaning there was a mechanical deflection of the joystick producing a valid driving signal. After consultation with the end user, he could not rule out the possibility that one of the pedestrians around may have unintentionally deflected the joystick of the e-fix when he started to drive. This would explain the cause of the accident without the presence of a technical defect.

Event description:
The end user was at a pedestrian traffic light, waiting with his e-fix in the middle of a crowd. At the start of the green light, the crowd crossed the street. The e-fix allegedly drove unintentionally, without giving a drive signal, running the user into a parking car. The end user broke his leg as a result of this incident.